Event description:
The report received from the affiliate indicated that after that drug eluting stent was inserted into the patient and the lesion was crossed with the device, a hub crack was noted. There were no anomalies noted when the device was taken out of the package and the device had not been resterilized. It was pulled from the packaging by the hub and no anomalies noted at that time. The device was prepped following IFU instructions and there was no difficulty encountered flushing the sds. No difficulty encountered while connected the hub to the indeflator device, and no anomaly were noted during or after the device was prepped. The device was used in the patient.

Manufacturer narrative:
Please note that this event was previously submitted as two devices used in the same patient with the same event under report manufacturing numbers 9616099-2009-00729, 9616099-2009-00730. However, it was subsequently learned that the devices were used in a separate patients. As a result, the products were separated into two complaints. The device associated with the manufacturing number 9616099-2009-00730 is the device now associated with this report and no further reports will be submitted under the previous manufacturing number.